Manufacturer narrative:
Based on the reported information, training complaints do not require an investigation; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump software was suspending insulin delivery inappropriately. Customer's blood glucose level was 324 mg/dl. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
On 4-17-2024, the following information was reported: a pump data log review was performed by the quality engineer and found that the pump was functioning as intended. The review verified that insulin deliveries were suspended due to the user aborting deliveries on february 1st, 2024. On 4-29-2024, the following additional information was reported: the quality engineer and technical support teams also found that the pump was functioning as intended. This event does not meet MDR requirements as defined by 21 cfr 803.